Event description:
The customer alleges back to back comparions of hi using one lot of strips on her meter and 33 mg/dl using a different lot of the same type of strips on her meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.